Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) system had been hospitalized in the intensive care unit (ICU) due to sepsis and infection. A revision procedure was planned, where the boston scientific right ventricular (rv) defibrillation lead and the competitor's right atrial (ra), right ventricular (rv), and left ventricular (lv) pacing leads were going to be extracted. However, only the crt-d was removed from the patient, then the patient died during the procedure. The official cause of death was reported to be septic shock. The explanted device was not expected to be returned. All leads remain abandoned in the patient.